Event description:
On (B)(6) 2025 the patient reported experiencing hyperglycemia with a blood glucose (bg) level of 472 mg/dl that persisted for more than 90 minutes. The patient expressed concern about the small corrective and meal doses delivered by the ilet and ultimately disconnected from the pump to administer a manual insulin injection. No outside assistance or medical intervention was required. No hospitalization occurred and no long-term health effects were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.